Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported increasing impedance measurements were detected on the pacing portion of the lead. The lead was capped and replaced.